Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was damaged. The insulin pump¿s screen was cracked. The customer slipped. The customer cannot read the screen. The customer¿s blood glucose level was 203 mg/dl. Troubleshooting was not completed as the customer had reverted to a back-up plan and had been disconnected from the insulin pump. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with cracked end bleeding lcd glass, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No moisture damage on keypad, motor, vibrator, battery tube or electronic assembly during visual inspection.